Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based upon the evaluation results of the actual sample. The device involved in the event has been verified to be the normal product; therefore, this event is currently deemed a nonreportable event.

Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: radiology assistant. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the navicross 0.018" was used during the procedure. The 0.18 wire down an occluded calcified at, subintimal or luminal. At. Fed the navicross over the 0.18 to go further forward. After moving forward with 0.18 wire and navicross, they removed the wire and realized odd dots x 2 at the tip of navicross. Upon removal of navicross it was noted that the navicross nose cone tip was not there and tip very sharp and abrupt. Single shot taken of the dots in the leg. They checked the wire tip which was intact. They think the tip of navicross had separated. The tip had broken off in the patient's body and the fragments remain in patient occluding the vessel. No retrieval has been done and no additional future interventions are planned. The procedure outcome was not reported. V18 boston scientific wire and 4fr cordis sheath were used in inguinal region.